Manufacturer narrative:
. E3: occupation: cath lab manager. One tr band was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were observed on the band or balloon assembly. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found. One tr band was returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for foreign matter in the check valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A corrective action was initiated for this issue.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated while properly placed on the patient in holding, post procedure. Terumo medical received an FDA medwatch report # (B)(4). The event description states: ¿tr band malfunction. Patient to cath holding post radial approach lhc [left heart catheterization]. Tr band placed with reported 18cc air for radial hemostasis. At ordered time the staff attempted to withdraw air for removal and there was no air to withdraw. The air leaked out. No issue or harm to the patient.¿